Event description:
It was reported that the pt underwent a vaginal hysterectomy, culdoplasty, anterior repair, and sling procedure in 2004. The pt had no symptoms of stress uninary incontinence. Surgeon placed the sling because of the potential stress incontinence. Surgeon made sure the sling was loose. Post operatively, the pt returned to the office a couple of days later for voiding studies and passed. Later that night the pt went into retention and refused to come into the emergency room over the weekend. Pt waited through the weekend and when pt returned to the office on monday pt had a residual of 1500cc. Foley catheter was placed for one week, however, the pt kept failing voiding trials and therefore was taken to the operating room for a revision where pt was noted to have a posterior slightly left sided 'few fiber' mid urethral erosion which was resected vaginally. Although there were some fibers remaining at the end of the procedure, the surgeon feels that the amount remaining was so small that it should heal over spontaneously with no consequence.